Event description:
It was reported that the ICD could not be interrogated. The patient had a left ventricular assist device. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis did not confirm the failure to interrogate. The device communicated normally during testing. The patient has a lvad heartmate ii which can create an emi environment that interferes with the telemetry of some icds. Other text : na.